Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported retraction problem could not be determined. The reported device damage by another device (bent on soft tip) appear to be due to reported retraction problem. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This report is being filed due to difficult clip delivery system removal. It was reported that this was a mitraclip procedure treating mitral regurgitation grade 4. The clip delivery system (cds0601-ntr 90402u110) advanced without a reported issue. The operators thought the steerable guide catheter had lost fluid column so the procedure was paused and cds retracted. Upon cds retraction, the clip caught the sgc soft tip. All was removed as a single unit and the sgc soft tip was noted to have a bend. The same sgc was re-prepped without any loss of column. Another cds advanced the same sgc and clip was implanted without further issues. The mr was reduced to grade 1. The procedure was deemed successful and the patient is in stable condition. There was no clinically significant delay and there were no adverse patient effects. No additional information was provided regarding this issue.